Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal cancer resection procedure, the surgeon was able to press the green button but unable to squeeze the handle, hence the device did not fire. The procedure was completed by using another manufacturer's device. There was no patient injury.